Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Oversensing episodes recorded on (B)(6) 2016, possibly due to emi oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. In addition, there was noise, oversensing and possible electromagnetic interference (emi) observed with the implantable cardioverter defibrillator (ICD). Reprogramming was performed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.